Manufacturer narrative:
Concomitant medical products: product ID :3058, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3058, serial/lot #: (B)(4), ubd: 28-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient said they had pain at their previous ins site and when they told their hcp about it the doctor told them they were close to their 5 year mark and they could put it in deeper. Patient said the doctor replaced the ins but after the surgery they still had pain at the site, they told their doctor about the pain and the doctor suggested to move it to the other side. Patient said they wanted to try to see if they could live with it before having another surgery. Patient said the pain has really progressed in the last couple of days and it has gotten so bad they can't raise their right leg. Pt said they called their doctor today and since the doctor cannot help them until monday the doctor suggested the patient try turning stim off to see if that helps the ins site pain or not. Pt was calling today for assistance to use their handset and communicator for the first time to turn stim off. Patient said they had just plugged the communicator into ac power it was the first time they have ever plugged it in and the battery light was red. Reviewed communicator / handset use. Offered and sent email to patient with education information about using the equipment. Patient will allow the communicator to become charged and try to use it to turn stim off to see if turning stim off will resolve the ins site pain issue or not. Reviewed they can call back if they need further assistance and reviewed pats hours. Pt will continue working closely with their doctor to resolve their issues. No further complications were reported at this time.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient said they had pain at their previous ins site and when they told their hcp about it the doctor told them they were close to their 5 year mark and they could put it in deeper. Patient said the doctor replaced the ins but after the surgery they still had pain at the site, they told their doctor about the pain and the doctor suggested to move it to the other side. Patient said they wanted to try to see if they could live with it before having another surgery. Patient said the pain has really progressed in the last couple of days and it has gotten so bad they can't raise their right leg. Pt said they called their doctor today and since the doctor cannot help them until monday the doctor suggested the patient try turning stim off to see if that helps the ins site pain or not. Pt was calling today for assistance to use their handset and communicator for the first time to turn stim off. Patient said they had just plugged the communicator into ac power it was the first time they have ever plugged it in and the battery light was red. Reviewed communicator / handset use. Offered and sent email to patient with education information about using the equipment. Patient will allow the communicator to become charged and try to use it to turn stim off to see if turning stim off will resolve the ins site pain issue or not. Reviewed they can call back if they need further assistance and reviewed pats hours. Pt will continue working closely with their doctor to resolve their issues. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.